Event description:
It was reported that the mobile app unexpectedly frozen while customer was attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. The customer relaunched the mobile app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 16e / iOS_26.5.